Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic urologic surgery, the needle and thread broke and needle fell into the patient's cavity. Magnetic resonance imaging (MRI) was performed however, the needle was not found in the cavity.